Event description:
It was reported that the 9800 sys displayed artifact in the image. It was also noted that the flip flop brake would not hold. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the x-ray tube and the flip flop brake assembly. The sys was tested and found to be working as intended and placed back into svc.